Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found that drawer 2.1 was randomly failed and indicated that the drawer was open. Fse inspected the sensor cable and found no damage. Further troubleshooting showed that the latch inseparable and the latch catch were not lining up, which prevented the magnet on the insep from activating the sensor. The engineer adjusted the latch catch so it lined up with the insep and properly activated the sensor, then recovered the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.1 occasionally locked up and did not unlock as expected. The issue sometimes resolved through storage space recovery, but at other times required manually unlocking the drawer by removing the back panel. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.